Manufacturer narrative:
Based upon the event information and investigation the user was not wearing the ilet at their time of death, a specific cause of death could not be determined.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025, the manufacturer was notified by a clinical diabetes specialist (cds) that the user was admitted to the hospital with suspected diabetic ketoacidosis (dka). The user's daughter reported that a neighbor found the user unconscious in their yard before being transported to the hospital. The user tested positive for ketones and was diagnosed with dka. The user was intubated and treated with intravenous insulin and fluids. On (B)(6) 2025 the daughter confirmed the user remained in the hospital until passing away on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. Available ilet logs were reviewed. No evidence of device malfunction was found in the engineering logs. The ilet was performing as intended and reacted appropriately to available cgm glucose values and triggering cgm glucose alerts until sensor readings stopped at 1:56am on (B)(6) 2025. Sensor unavailable and replace sensor alerts were triggered but not acknowledged. Alerts warning of impending suspension of insulin delivery were triggered but not acknowledged. Insulin delivery stopped at 10:06am on (B)(6) 2025. Alerts warning of impending loss of power were triggered but were not acknowledged. The ilet ran out of power at 3:30pm (B)(6) 2025. The user was reportedly found unconscious in their yard sometime in the afternoon, exact time unknown. Available information indicates the user was not using the ilet at the time of death on (B)(6) 2025. The reported cause of death appears related to underlying diabetes. Should new relevant information become available, a supplemental report will be submitted.

Event description:
On 30-jan-2025, it was reported that the user was found unconscious in their yard on (B)(6) 2025. They were transported to the hospital and treated for dka. The user remained in the hospital until passing away 15 days later on (B)(6) 2025.